Event description:
It was reported to philips that the 3dra of propeller rotation was not possible. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.